Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that he device was received in backup vvi mode. The device was restored by reloading product code. Backup operation was reproduced at cold temperature and this is consistent with temperature sensitivity of the integrated circuit (ic).

Event description:
This report is to advise of an event observed during analysis.